Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged four days post implant. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.